Event description:
It was reported by the patient that they have felt tired, dizzy, and weak since implant of the cardiac resynchronization therapy defibrillator (crt-d). The patient also stated that they passed out approximately one week post implant. Information from the clinic indicates the device was functioning properly but they did not have specific information regarding the passing out incident. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.